Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) tested the station, there the drawer 6 was not on bus. Fse removed the station back panel, there were no lights on drawer 6 module controller, so the fse replaced module and drawer controller boards, but the station lost power for hours, then came back on of its own accord. Fse also replaced older style latch inseparable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 of the main part was not being recognized on the bus due to the sensor magnet was missed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.